Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when aspirating the port, it was not smooth and was difficult to aspirate. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one powerport MRI isp port body was returned for evaluation. The rest of the kit was not returned for evaluation. Multiple access punctures were observed on the port septum but otherwise no damage was noted to the port. The port was patent to aspiration and infusion with no leaks observed. Although the port was aspirated without issue, the investigation is inconclusive for the reported aspiration issue as the catheter and catheter lock may have contributed to the reported issue and they were not returned for evaluation. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include fibrin sheath formation, catheter occlusion, pinch-off, and catheter kink. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that when aspirating the port, it was not smooth and was difficult to aspirate. Another device was used to complete the procedure. There was no reported patient injury.